Event description:
It was reported that the customer had normal blood glucose levels of 6.5 mmol/l. The customer reported that there was moisture under the display of the insulin pump. The customer also reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump received with unresponsive down arrow button due to corroded keypad traces. No button error alarms were noted. Insulin pump had traces of moisture on the motor assembly per visual inspection, cracked case at display window corners and minor scratches on lcd window.